Manufacturer narrative:
Batch review performed on 13 december 2023 lot 154543: (B)(4) items manufactured and released on 28-jan-2016. Expiration date: 2021-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 7 years after the primary, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.